Manufacturer narrative:
Invacare received a medwatch report which alleged the patient was using an irc5po2v concentrator when he went to blow out a candle causing a flash of flames around his face. He was able to remove the oxygen tubing and put out the flames. He did not notify the nurse until 2 days later. Upon assessment by the nurse, the patient sustained second degree burns to both nostrils and part of his outer nose. The area was cleansed, and ointment was applied. This record is being filed in an abundance of caution due to the alleged injury and medical treatment received. There is no return of the concentrator expected due to there was not a malfunction of the device. The owner's manual for the irc5po2v includes the following warnings: danger! Risk of death, injury, or damage from fire. Do not use near open flame or ignition sources. Avoid creation of any spark near oxygen equipment. This includes sparks from static electricity created by any type of friction. Keep all matches, lighted cigarettes, electronic cigarettes or other sources of ignition out of the room in which this concentrator is located and away from where oxygen is being delivered.

Event description:
While wearing his oxygen, the patient leaned over to blow out a candle and there was a flash of flames around his face. He was able to remove the oxygen tubing and put out the flames.